Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The infusion set and cartridge were changed to clear the occlusion. The customer was taking prednisone and attributed as cause of elevated blood glucose (687 mg/dl). Manual insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury.